Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the basket did not open fully prior to capturing a stone. Reportedly the device was tested/inspected prior to use with no anomalies noted. The procedure was successfully completed with an extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; sidecar/clear outer sheath push-back.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 60 years old. (B)(4) - basket won't open. A visual examination of the complaint device found the clear outer sheath to be pushed back from the distal end of the coil. The proximal end of the outer clear sheath was found to be torn apart near the black heatshrink, and the clear outer sheath was also found to be stretched and accordion-like. Functionally, the basket of the device would not extend due to the coil moving with the basket assembly. It appears to have become deformed due to attempted use, which caused an interference fit between the basket and coil assemblies. The interference fit between the basket and coil most likely created enough force, when an attempt was made to extend the basket, that the coil assembly including the outer clear sheath was pulled away from the connection of the heatshrink. The condition of the returned incident device was consistent with the complaint; that the basket would not open. However, during evaluation damage was found to the device clear outer sheath and sidecar. Therefore, the most probable root cause is operational context due to excessive force applied to the device. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).